Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their jaw will lock up and prevent them from chewing properly. They have been going to an acupuncturist for tmj that was caused by using aligners 3-6.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.